Event description:
The customer reported that following a patient event, their device had all three icons illuminated (attention, service, and charge-pak), which is indicative of a device that would not have enough power to sufficiently deliver defibrillation energy. There was no indication of the device failing during patient use and the patient didn't suffer any adverse effects.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have retired the device from use and will not be repairing the device. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.